Event description:
On (B)(6), 2009 a filter was implanted without incident. On (B)(6), 2009, the pt was walking at the hospital, lost consciousness and fell. The pt subsequently complained of chest pain. An EKG detected an arrhythmia and a subsequent kub determined that the filter had migrated to the heart. The filter was successfully removed in a surgical procedure. The pt is stable and doing well. Importer narrative: the product has not been returned.